Event description:
It was reported that during a sleeve procedure, the device cut and stapled but the staples did not close. Poor staple formation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.